Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No rewind anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not rewinding. The customer¿s blood glucose level was unknown. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. Customer was unable to successfully prime the set. Customer stated that the insulin pump did not received compromised force sensor system alarm. Customer was unsure about the drive support cap was protruded, loose, sticking out or flush. Customer stated that the insulin was squirting sometimes. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.